Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver morphine [1.0 mg/ml] at 1.5006 mg/day, indicated for spinal pain. It was reported that the patient blacked out the day of a refill . The patient stated that on (B)(6) 2017, she went in for a fill and then had a ride home. Later that day, the patient blacked out while driving, resulting in a head-on collision. The patient hit the air bag and then the steering wheel. The patient stated that her whole stomach is black and blue and "blew up," which she then clarified meant her stomach swelled up a lot.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated by the patient that the during the collision, the air bag/steering wheel hit the patient where her pump was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s concomitant medications included oral dilaudid, concentration and dosage unknown.